Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. The inner diameter (ID) of the catheter was measured at exit notch and distal tip; and is within the nc quantum apex specifications. The guidewire used in the procedure was not received with this device. A forte guidewire was used for functional testing. The outer diameter (od) of the forte guidewire was measured. Functional testing was performed by loading the guidewire into the tip and exit notch. The guidewire was able to be advanced through the entire length of the inner shaft both times no resistance. There was no evidence of any product quality deficiencies contributing to the reported catheter froze on the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. An 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post dilation of an unspecified stent. When the balloon was inflated at 20 atmospheres, it became stuck on a non bsc guide wire and was unable to be removed, so the balloon catheter and the guide wire were removed together. It was suspected that this issue might have been attributed to the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. An 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post dilation of an unspecified stent. When the balloon was inflated at 20 atmospheres, it became stuck on a non bsc guide wire and was unable to be removed, so the balloon catheter and the guide wire were removed together. It was suspected that this issue might have been attributed to the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).